Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report as brand name was incorrectly documented on the previous report. Section d1 (brand name) has been update from freestyle libre to freestyle libre 2

Event description:
Customer husband reported, "his wife's sensor and reader were causing an electrical shock when she scanned her sensor." Customer further reported that, "she was trying to scan and the reader caused the electrical shock on her arm." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer husband reported, "his wife's sensor and reader were causing an electrical shock when she scanned her sensor." Customer further reported that, "she was trying to scan and the reader caused the electrical shock on her arm." There was no report of death, serious injury, or mistreatment associated with this event.